Event description:
It was reported an xray was done 2 days after implant that demonstrated a pneumothorax. A chest tube was inserted and the patient was hospitalized for the next 6 days in the intensive care unit. The pneumothorax resolved and no further patient complications were reported as a result of this event.

Manufacturer narrative:
Asku